Manufacturer narrative:
Technician found the caster at head of stretcher would swivel with brake on, wheel would lock up. Found top of caster broken at hex rod opening. Replaced the caster and checked brakes to resolve this issue.

Event description:
Info received that the caster at head of stretcher swivels with brake on, wheel locks up. No injury reported.